Manufacturer narrative:
Product evaluation: the product is not available to be returned for evaluation therefore, thorough investigation can not be completed. (B)(4).

Event description:
During a meniscal fixation procedure, it was reported that the second anchor pre-deployed immediately after deploying the first anchor. There was a twenty minute procedural delay. A back up device was available to complete the case and no patient injuries or complications were reported.